Event description:
It was reported that the insulin gauge on a customer's pump displayed an amount different than expected, with the discrepancy occurring on a previous day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using the cartridge until it was empty, and technical support advised the customer to call back for troubleshooting if the problem recurs.